Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. Product ID 3387s-40, lot# v012545, implanted: (B)(6) 2006, product type lead. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 06-sep-2009, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 06-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during extension revision surgery to replace a patients two prong extensions with stretch coil extensions to allow patient to use a rechargeable device, when the left extension wire was disconnected from the left lead, the clear casing in the lead was gone. Only the contacts were remaining with bare wire. The surgeon tried to insert lead into new extension with significant difficulty and contact 0 impedance was high and no longer useable. This was one of the patients programmed contacts. The hcp attempted repositioning lead in extension wire and could not resolve. The more the lead was touched, the more the casing pulled away from the wire. The patient was reprogrammed in a new contact. Revision of right extension wire was aborted due to concern for integrity of lead on that side. An adapter was used in order to get the patient connected to the rechargeable battery. The issue was not resolved at this time. Additional information was received from the manufacturer's representative (rep) who reported that further actions are not planned a t the time to resolve the high impedance and damaged lead casing. The hcp and rep were able to reprogram the patient's therapy to eliminate the problem contact and the patient will be monitored the next few months to watch for further impedance issues. It was clarified that the left revision was able to be completed with a new extension. The right side was completed with an adapter and no further surgical intervention is currently planned.